Event description:
It was reported that pump experienced malfunction alarm with code 16 and was identified as part of field correction. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support completed field correction form, confirmed warranty and shipping details, provided instructions to place pump.